Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Following release of the closure device, the echocardiographer noted that the pericardial effusion grew from 1cm baseline to 1.1cm right side of the heart that progressed to circumferential. The watchman flx ball perforated through the laa wall during one of the recaptures of the closure device. The patient had a drop in blood pressure. The effusion was monitored and grew to 1.26cm. A pericardiocentesis was performed, and 800ccs of blood was drained from the patient. The patient was given 50mg of protamine. A sternotomy was performed, the closure device was explanted, and the laa was ligated. The patient received 6 units of blood. The patient was stable and intubated overnight. The next day, the patient started bleeding 2 liters of blood into their chest cavity in the chest tubes that were placed during the initial sternotomy. The patient went into cardiogenic shock, and a code was called. The patient died while still admitted post procedure as they could not be revived.